Event description:
Related manufacturer reference number: 2017865-2022-03808. Related manufacturer reference number: 2017865-2022-03814. It was reported that the patient presented during mitral valve replacement procedure. During the procedure the atrial was dislodged. Revision of the atrial lead was scheduled on the following day. During revision, it was noted that the patient was symptomatic of possible infection. The atrial lead was explanted and replaced on (B)(6) 2022, while the implantable cardioverter defibrillator and right ventricular lead remained implanted. The patient is recovering from procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.